Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 420mg/dl. The customer's expected fasting blood glucose test result range is 180 to 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 402 and 354mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 420mg/dl (B)(6) 2016 02:20:00 pm fasting: yes customer just purchased the meter and only had one reading in the meter's memory.